Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had physical damage. Customer's blood glucose reading was unknown. Customer stated that the battery cap was stripped and a portion of the reservoir compartment was missing. It was noted that the top plastic piece near the rim was falling apart. Customer stated that the damage occurred during normal use. Device is being returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with stripped battery cap(p)coin slot, cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.